Event description:
Per the clinic, the patient was hospitalized for treatment with IV antibiotics for prophylactic purposes during initial implantation on (B)(6) 2025. However, the patient eventually developed granulation around the device and inferiorly indicates a chronic infection due to healing issue on the incision site, exposing the receiver/stimulator. The patient was also administered with antibiotics (specific type, date and duration not reported). Subsequently, the device was explanted on (B)(6) 2025. Re-implantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2025 during explantation to remove the granulated tissue.